Manufacturer narrative:
This is the first of 2 reported events from the same patient. Please reference 3011649314-2018-00095 (B)(4) for the 2nd event. The device was received and the evaluation is anticipated. Once the investigation is completed, a supplemental report will be submitted.

Event description:
This report is for the event on the first night: it was reported that the patient experienced an allergic reaction while using the comfort splint. The patient was sneezing and had runny nose on the first night using the device. On the second night, the patient also experienced severe sneezing with runny nose. The symptoms stopped after the patient discontinued using the device. The patient took benadryl to treat the reaction. The patient does not have any known allergy. The patient does not have any known pre-existing medical condition. The dentist did not make any adjustment to the device before delivering to the patient. The dentist did not clean the device prior giving device to the patient. The dentist advised the patient to clean the device with warm water before use.

Manufacturer narrative:
The device was manufactured per patient's prescription (rx) and returned for an analysis. A visual inspection was performed on the returned upper tray. The edges of the device were very smooth. No major cracks were found and the layers were intact. The original color was maintained without discoloration. The device was returned very clean and in good condition. A review of the material lot was performed and no non-conformances were found. A series of testing were performed on a similar device. The device (model variant) was evaluated for cytotoxicity, skin irritation, delayed dermal contact sensitization and oral mucosal irritation. The test article showed no evidence of causing cell lysis or toxicity. There was no erythema nor edema observed. There was no evidence of the device causing delayed dermal contact sensitization, nor oral mucosal irritation. There were no device problems found with the test article. This incident is being monitored, tracked, and trended.